Manufacturer narrative:
(B)(4). Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent a trauma procedure with a distal femur fracture plate and is now presenting with a fracture of this plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source - (B)(6). Reported event was able to be confirmed via x-ray review. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. X-ray review of the right femur shows a fractured plate and screw fixation just distal to the proximal set of screws. The plate has a comminuted fracture of the distal femoral diaphysis without significant bone healing along the lateral aspect of the femur. A lucent fracture line is still seen. Suggestion of radiolucency is noted along the proximal most screw most distal within the plate fixation. The overall fit and alignment of the implant is appropriate. No patient contributing factors are noted. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends